Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to bent image guide (ig) bundle, image is not displayed, and the (image is restored) and the distal end (c-body) was corroded. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that due to bent image guide (ig) bundle, image is not displayed, (image is restored) and the distal end (c-body) was corroded. There were no reports of patient involvement.